Event description:
A patient reported blood glucose resutls of "182 mg/dl, 140 mg/dl, and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.